Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system orders were not crossing to multiple stations. A technical support specialist (tss) dialed into the device server, ran a server downtime query, found that the last processed time was current to the server time and that there was no disconnected flag for the interface, checked the services and confirmed they were all up and running, checked the health sight viewer (hsv), and found that cerner was down for an hour. The tss communicated the findings to the customer and advised the customer to check with hospital information technology (hit) to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing at multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.